Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a "ureteroscopy with stone removal" procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). Please reference attached medwatch report number 3005099803-2010-00749 which documents the first device. A second zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00745 which documents the second device. A third zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00747 which documents the third device. According to the complainant, the retrieval basket opened once during the procedure, but could not be reopened. It is unknown if a stone was in the device when the problem occurred. A fifth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00746 which documents the fifth device. A sixth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00750 which documents the sixth device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a "ureteroscopy with stone removal" procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). Please reference attached medwatch report number 3005099803-2010-00749 which documents the first device. A second zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00745 which documents the second device. A third zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00747 which documents the third device. According to the complainant, the retrieval basket opened once during the procedure, but could not be reopened. It is unknown if a stone was in the device when the problem occurred. A fifth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00746 which documents the fifth device. A sixth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00750 which documents the sixth device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information recieved from the complainant indicates the problem was noticed during testing, outside the patient. The nurse was able to open and close the basket once, but the basket would not open again. The tip of the basket would "bend and contort," but would not advance from the sheath. Additionally, it was reported that the patient was a (B)(6) male. It is also noted that a retrieval basket failing to open prior to stone retrieval is not a medwatch reportable condition.